Manufacturer narrative:
The instrument was further investigated by the advanced failure analysis (afe) team and a review of the e-100 generator logs was also performed on (B)(6) 2022 and the following information is obtained: per the report, the instrument was retested and passed all testing specifications including intuitive movement and proper energy delivery. The e-100 generator logs were also reviewed and found to have multiple successful sealing events with no relevant errors identified. The results of the investigation by the afe team concluded that the alleged issue could not be confirmed nor reproduced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchro seal instrument involved with this complaint and completed the device evaluation. The failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint that the da vinci synchroseal was not fully sealing. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, the jaw ceramic dots were present. The instrument was returned with the integrated cord already cut off. The jaw gap verification passed at .002¿. No errors occurred during in-house testing. A review of logs showed no failures. There was no problem detected. The instrument was transferred to engineering for e-100 generator logs. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). A synchroseal is a single-use instrument. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the synchroseal instrument reportedly did not sufficiently complete a seal in synch mode. Per the description of the complaint, the instrument may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
On 20-oct-2022, intuitive surgical, inc. (Isi) received mw5112472 stating: during robotic gastric sleeve, the davinci synchroseal was noted to not be fully sealing. FDA safety report ID # (B)(4). Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The surgical task that was being performed at the time of the issue was sealing. The issue was that sealing did not work, and they were unsure what caused the problem or why it happened. There was no arcing. The synchro seal did work initially for a few minutes. No error message was noted when the synchro seal issue occurred. The target tissue was stomach. 2 sides of the stomach needed to be sealed. The target tissue was not under tension during the sealing/cutting process. They were unsure if the vessel was greater than 5mm in diameter. There was no evidence of vessel calcification. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. They were not sure if tissue effect was observed during the sealing/synch cycle. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected additional bleeding experienced by the patient. There was no blood loss. The procedure delay was 10 mins. A harmonic ace instrument was used to resolve the issue. The procedure was completed robotically with no issues to the patient. The surgeon does not know what caused the synchroseal issue. The instrument was sent to central processing for cleaning and would then be sent to intuitive for investigation. No image /video available. Patient demographic information was provided.